Manufacturer narrative:
2.3 year valid only d 6.a year valid only 2.4 PMA unknown as brand name unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A medtronic stent graft (202082) was implanted in the abdominal aorta for a btai 2.5 on an unknown date. It was reported approximately 2 years post the index procedure, a CT identified a clot in the graft which the physician suspected su bsequently went down both the legs and clotted the right profunda and popliteal artery on the left.  A right embolectomy was performed with further intervention planned for the left.  The cause of the clot is undetermined. No additional clinical sequalae were provided and the patient is fine.